Manufacturer narrative:
(B)(4).

Event description:
A pacemaker dependent patient experienced presyncope due to exit block on the rv lead. It was reported that an insulation defect occurred beneath the sleeve during implant due to difficulty handling the lead.

Manufacturer narrative:
Upon analysis, visual inspection confirmed a bent outer coil at the suture sleeve tie region consistent with damage due to an overtightened suture. Electrical testing did not find any indication of conductor fractures or internal shorts.